Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that, patient presented to hospital after receiving inappropriate shock due to noise on the ventricular channel. There was no capture on right ventricular lead. X-ray revealed dislodgement of lead due to patient¿s anatomy. Physician explanted and replaced the lead.